Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and no delivery/occlusion. Customer's blood glucose was unknown at the time of the call. Customer decline to be transfer to the help line to troubleshoot for the issues mention above. The device return is not indicated.